Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to a bent cannula, leading to hyperglycemia. The patient was shifted to the intensive care unit (ICU) due to hyperglycemia. The event occurred three or more hours after insertion. The insertion site was the abdomen, and the infusion set was in use for twelve hours. The blood glucose level was 400 mg/dl at the time of the event, and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026. The length of ER stay was for three days. No further information available.